Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a 2.64mm offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. Additionally, the instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be bent. Components adjacent to the dislodged molded insulator do not show damage. The complaint regarding the tip broke was confirmed by failure analysis. The probable root cause of a dislodged molded insulator can be attributed to mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
It was reported that during a da vinci-assisted component separation etep surgical procedure, the force bipolar instrument tip was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no report of the instrument jaws stuck closed or unable to open while grasping tissue. No report of dislodged/unhinged jaw or grip tip sticking out. No report of material missing or detached from the instrument tip. No report of broken or frayed cables visible at the instrument wrist. There was no injury to the patient.